Event description:
It was reported that pocket erosion occurred. The system was explanted and will be replaced in the future. The patient is being temporarily paced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.